Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. No physical damage was present during the visual testing. The device was disassembled, the main pcb was replaced and assembled device to retest. Device did not pass both the interlock switch and alarm switch tests. The problem was duplicated. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the interlock switch alarm is not functioning. There was no audible alarm is heard. During the alarm test switch, only two out of the three leds are flashing red. There was no patient involvement, and no patient harm/adverse event reported.